Manufacturer narrative:
The insulin pump trace download analysis confirmed that the pump alarmed power error 25, power loss alarm and replace battery alert alarm. The power management tool confirmed power error 25, power loss alarm and replace battery alert was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was 141 mg/dl at the time of incident. The customer was advised how to perform troubleshooting. The customer reported that the power error alarm recurred within a week after troubleshooting. The insulin pump will be returned for analysis.